Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred due to damage to the imaging unit. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: the event (5) is detectable and preventable by handling device in accordance with the following IFU. Ltf-s190-5/10 operation manual [chapter 3 preparation and inspection_3.8 inspection of the endoscopic system] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the deflectable videoscope exhibited e226 scope communication error. There were no reports of patient harm.